Manufacturer narrative:
Additional information: it was confirmed that this endurant limb was not intended to reline a previously implanted graft in the iliac vessel. The limb graft was used to exclude the aneurysm and no previous repair had been attempted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the graft cover was severely curved. The external slider was open with a gap of 9.2cm was observed between the front grip and external slider. A gap of 2.4cm was observed between the taper tip and the graft/graft cover tip. The stent stop was bunched and deformed due to the graft moving proximally. Rotation of the external slider in a proximal direction exacerbated the curving of the graft cover. It was not possible to deploy the graft by rotating the external slider. The graft was deployed by cutting back the graft cover and manually removing the graft. Dimensional measurements of the graft meet specification requirements. The reported deployment difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that no bifurcate device was used in this case. No bail-out techniques were used in attempting to deploy the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size isolated iliac aortic aneurysm. It was reported during the index procedure while the physician was attempting to deploy the device, after rotating the blue handle on the delivery system the graft did not appear deploy despite having rotated the handle to approximately the half way point of the screw gear following the steps as indicated in the IFU. An additional endurant limb was deployed successfully and the procedure completed. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.